Event description:
It was reported that during the procedure the hudson accessory got stuck in the t-handle, causing problems to disengaged (this occurred outside the patient). The procedure was completed without delay and backup from smith&nephew was available to finish the surgery. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: it was reported that during the procedure the hudson accessory got stuck in the t-handle, causing problems to disengaged. This occurred outside the patient. The procedure was completed without delay and backup from smith nephew was available to finish the surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.